Event description:
On 3/15/2000 customer informed baxter sales of 9 donor reactions, which were described as common symptoms associated with apheresis. These reactions were said to have occurred from 1/1/200 to 3/15/200. The customer's initial reason for contacting baxter was in relation to four alleged reactions associated with a single instrument. The add'l five reactions were referenced during the conversations and were unrelated to the instrument in question. This report is for donor #7. Donor has been donating since june 1999. Donor was currently taking ogen. Approximately 60 minutes after donation started a venipuncture adjustment was made to the phlebotomy site. Immediately after the venipuncture adjustment the donor appeared diaphoretic. Donation was discontinued. Donor was placed in the trendelenburg position and received a cold compress behind the neck. Donor was released in good condition. Donor center believes this to be a normal reaction known to be associated with plasmapheresis procedures.